Manufacturer narrative:
Vasospasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a penumbra post-market retrospective study (retrostart). The info available regarding this event is limited to the procedural reports provided by the hospital.

Event description:
The pt presented to the hosp the evening of (B)(6) 2010, with symptoms of acute stroke including weakness on the right side and aphasia. The pt presented with an (B)(6) of 28 and evidence of an occlusion in the left m1. The pt received no treatment prior or following use with the penumbra stroke system. As reported in a review of the clinical report, the pt experienced a vasospasm during the procedure that was treated with verapamil. The relationship was defined as "possible" to the study device and "probable" to the angiographic procedure. The event was resolved that same day. This MDR is associated with mdrs 3005168196-2011-00307 through 3005168196-2011-00309.